Manufacturer narrative:
The insulin pump alarmed no delivery during excessive no delivery test due to faulty force sensor resistor. No motor error alarms noted and the motor was tested outside the device and passed. Unable to perform occlusion test due to no delivery alarms. The insulin pump was received with cracked reservoir tube lip and with minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 10.8 mmol/l. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.